Event description:
Tpa kit - after mixing product which included 2 -way transfer device and removing waste/bolus dose, product was spiked with pump tubing. Reconstituted drug was found to be leaking rubber from rubber stopper prior to infusion. A second tpa kit was pulled and prepared and found to have the same defect - significant leakage from rubber stopper after insertion of pump tubing. FDA safety report ID# (B)(4).